Event description:
It was reported the patient's readings were consistent with signs of dampened waveforms. No additional information available at this time. Patient may undergo diagnostic tests at a later date.

Event description:
Additional information was received on 31 jan 2019, representative confirmed the pulmonary embolism is at the sensor site. Doctor has the patient on blood thinners to treat. Representative will update should the doctor plan on taking any additional intervention on the matter.